Manufacturer narrative:
(B)(4). Reason for original complaint. Patient was revised bi-laterally to address high cobalt count in the blood. Doi (B)(6) 2009 - dor (B)(6) 2012 (both hips). **update: 9/6/13 - litigation papers received. Litigation alleges aspirations of hip fluid consistent with metallosis and brown staining of the synovium and periprosthetic tissue. There is no additional information that would affect the outcome of this investigation. *update has been electronically attached to the complaint document. Update 5/27/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ion levels (confirmed with labs) and metallosis. The head and stem are being added for both hips. It should be noted that ceramic heads were used during both primary operations no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint. Patient was revised bi-laterally to address high cobalt count in the blood. Doi (B)(6) 2009 - dor (B)(6) 2012 (both hips). Update: 9/6/13 - litigation papers received. Litigation alleges aspirations of hip fluid consistent with metallosis and brown staining of the synovium and periprosthetic tissue. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update 5/27/16 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ion levels (confirmed with labs) and metallosis. The head and stem are being added for both hips. It should be noted that ceramic heads were used during both primary operations

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.